Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically examined and had wear at a fold in the proximal end, middle, and distal end of the cylinder. The first cylinder kink resistant tubing (krt) was worn to the filament. The first cylinder had a bulge when inflated with a syringe. The second cylinder passed visual, microscope, and leakage testing. The momentary squeezed (ms) pump was microscopically examined, and the pump tubing was cut down to the pump block, the tubing was not returned for analysis. The ms pump did not pass activation testing. The ms pump passed the leakage testing. This investigation was assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.